Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after an infusion set was inadvertently pulled out during drying post-shower and subsequently replaced; despite new tubing, teflon set, and later a full cartridge, tubing, and site change, blood glucose remained elevated with a peak fingerstick of 455 mg/dl and readings above 180 mg/dl for approximately four hours, without device occlusion alerts or visible tubing issues. Symptoms included thirst and excessive urination. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included troubleshooting and user education by customer care. Investigation of this case revealed no device alarms and no observable infusion set or tubing abnormalities during user checks, and the cause of the hyperglycemia remained unclear. It was concluded that the event was user-reported hyperglycemia with unclear etiology following infusion site disruption and replacement, with resolution efforts undertaken and monitoring advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.